Event description:
Sorin group (B)(4) received a report of blood leaking from the oxygenator during a procedure. The clinician replaced the oxygenator with another and the procedure was completed without further incident. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) mfrs the synthesis mimesys adult membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of blood leaking from he oxygenator during a procedure. The clinician replaced the oxygenator with another and the procedure was completed without further incident. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.